Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Device identifier (di) and production identifier (pi) is unknown as the lot number and part number were not provided. This event occurred in the month of (B)(6).

Event description:
It was reported that resistance was met when attempting to shuttle down the mynxgrip vascular closure device and when retracting the procedural sheath. The sheath got stuck and did not move properly resulting in the mynx vascular closure device not deploying. Manual pressure was applied for an unknown duration. Additional information was requested but was not available.